Event description:
It was reported by the customer that the pyxis medstation es system drawer 2.2 indicates that the device is not recognized on the bus. The customer stated that there was a delay in accessing medications for the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the faulty controller board on drawer 2.2. A field service engineer, replaced drawer controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.